Event description:
It was reported that the grab and move feature was not working on universal surgical manipulator (usm) 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and found the brake away clutch button not working and replaced the universal surgical manipulator (usm) to resolve the issue. Isi received the usm involved in the reported complaint and completed the evaluation. The usm was analyzed, but the reported issue could not be confirmed nor replicated. In system logs, no data was found to indicate that the error had occurred in the field. Upon visual inspection, fluid intrusion was found on insertion switch assembly that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered during power up. The usm was then installed onto a testing platform where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.